Manufacturer narrative:
The insulin pump passed displacement test and rewind test. No unexpected insulin flow blocked alarms, no delivery alarms/occlusion anomalies noted during testing. The insulin pump failed prime/seating test due to corrosion on force sensor assembly. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling end cap address label, corrosion in battery tube and moisture damage on motor home switch.

Event description:
The customer's medtronic educator reported via phone call that they had a high blood glucose value of more than 400 mg/dl. Patient's other blood glucose value: 210 mg/dl. Insulin flow blocked was also reported. The customer was treated with manual injection. Customer declined to troubleshoot for their blood glucose levels. The device is expected to be returned for analysis.